Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving three separate products; associated MDR #s 2937457-2014-01253, 2937457-2014-01254, 1225714-2014-05202, 1225714-2014-05203, 1225714-2014-05204 and 1225714-2014-05205.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6), 2009 and subsequently expired on (B)(6), 2009 after the use of the product.